Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: debris inside packaging. Probable root cause: manufacturing/assembly/ service error, incorrect or inadequate packaging, severe shipping conditions, user error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that foreign material was found inside the sterile packaging.